Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for reported events and patient outcome as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on (B)(6) 2015. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure, infection, sepsis and death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. This section also outlines steps in controlling infections. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Correction: support was withdrawn (B)(6) 2015.

Event description:
It was reported that the patient developed right ventricle failure with septum deviating into left ventricle as revealed by transesophageal echocardiography (tee). Acute transmural infarct was found at the interventricular septum, suspected to be related to pump suction event. The right ventricle had been sucked into the pump. The patient also had sepsis and hypoxic anoxia without neurological recovery post operative course. Support was withdrawn on (B)(6) 2021. The cause of death was reported to be due to staphylococcus infection and complications.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.